Event description:
During preparation for a resident transfer using a maxi sky 2 ceiling lift, the spreader bar detached from the lift. At that time, no weight had yet been applied to the spreader bar. No fall or injury occurred.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. An inspection of the arjo maxi sky 2 lift was conducted following the event. The inspection did not reveal any mechanical failure or defect in the device itself. The investigation is ongoing. Results of the analysis will be provided to the final report.

Manufacturer narrative:
The device inspection did not reveal any failure of the arjo device that could have contributed to the event. The spreader bar detached from the lift during preparation for a resident transfer. It had been installed on the lift prior to the event by the customer¿s staff. Based on the collected information, incorrect assembly of the spreader bar cannot be ruled out as a potential cause of the detachment. Additionally, the circumstances in which the claimed issue occurred suggest that the spreader bar may have been placed in a tilting position (the absence of weight on the spreader bar during setup may have allowed the customer staff to pivot more freely). This could have compromised the integrity of the connection between the lift and the spreader bar, leading to the detachment. The instructions for use dedicated to maxi sky 2 (001-15698-en rev. 16 from jun/2024) provide detailed guidance, supported by pictures, for attaching the spreader bar to the quick-connect attachment: "align the spreader bar quick-connect latch to the hook. Insert the hook into the quick-connect. Move the spreader bar to engage the hook into the pivot. Rotate the spreader bar into position. Make sure that the quick-connect latch is closed. Do not operate the lift if the latch remains open (¿)¿. It also warns that the spreader bar and scale must only be installed by trained personnel, and that before every use, the hook must be secured and the latch closed to prevent patient falls. Sum up, the spreader bar detachment may have resulted from incorrect assembly or positioning during setup. Arjo device was not used for a patient transfer when the reported event occurred. No arjo device failure was identified as contributing to the reported issue. The complaint was assessed as reportable due to the spreader bar detachment.